Event description:
It was reported that interrogation of the implantable cardioverter defibrillator (ICD) could not be performed using a programmer. An attempt was then made to perform the interrogation using a mobile programmer application; however the application was unable to detect the ICD. Troubleshooting steps were taken to include rebooting the host tablet and force closing the application, but the ICD model was not identified and interrogation remained in progress without detecting the ICD despite compatibility. It was further noted that the remote monitoring mobile application was also attempted for interrogation, but no device was found and device information did not populate. It was further noted that troubleshooting steps were taken, including disabling printing on the programmer, and then successfully interrogating the implantable device. The programmer remains in use. No patient complications have been reported as a result of this event. 2026-06-05: it was further reported via log analysis that the mobile programmer application froze. Application version: 4.5.2. Host tablet os version: 18.6.2.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the application was unable to detect could not be confirmed. Analysis of the logs determined that the application froze. Continuation of d10: product ID: 29901a, serial# (B)(6); product ID: ddmb1d1, serial# (B)(6), implanted: (B)(6) 2019; product ID: 31302. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.